Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles and an opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿patient suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿ are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Documentation received from a patient representative alleges patient had concerns of "¿carpal tunnel symptoms¿, ¿pain and discomfort¿, and ¿rippling¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. This record is for the left side. Device has been explanted.